Event description:
Quality controls were run on the system, which tested in range, later that day, a pt sample was run, which measured 116 mg/dl. A sample was obtained, aimultaneously, for a lab test, which measured 44 mg/dl. A request was made for the return of the suspect product and replacement product was shipped.